Manufacturer narrative:
It was reported that during implantation of a navitor valve the patient went into heart block and need to be paced externally. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected and medical intervention were case-specific circumstance as patient received temporary and permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The length of membranous septum was 4.1. During implantation of a navitor valve, the patient went into heart block and need to be paced externally. The final implant depth was 3mm. Later patient received a permanent pacemaker. The patient remained hemodynamically stable throughout the procedure. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.